Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that after this procedure, a spin was done with the orbic using a sawbones demo and the accuracy was fine. Attempted another spin with the tracker just slightly off position and received a similar inaccuracy to what was seen in the reported event. It is believed the wireless tracker was not seated fully and that is what caused the issue. (B)(4) 2015 - a medtronic representative, following-up, reported the site has not had any further issues with inaccuracies and have used this navigation system several times since this issue was reported.

Event description:
A medtronic representative reported that, while in a spine procedure, immediately after taking a 3d c-arm spin, the surgeon alleged an inaccuracy of approximately 1 centimeter. The surgeon took a second spin and deemed that was 1 centimeter inaccurate on the level that the frame was attached. The inaccuracy was reported to be seen with multiple instruments and lateral left. The surgeon opted to continue using navigation to plan trajectory and angles for approach to the surgery and compensated for the 1 centimeter in the software. Delay to surgery was approximately 15 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.